Manufacturer narrative:
(B)(4). Study title: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis and conventional in-center hemodialysis ((B)(6) study). Type of study: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis. (B)(4). Subject number: 039. Study sponsor: baxter clinical. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was not reported. The following day the patient received outpatient treatment with gentamicin (dose, frequency, route and duration not reported) for the event. One day after initiation of treatment, the patient was hospitalized for peritonitis. At the time of this report the patient was not recovered from this peritonitis event. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the peritonitis was related to peritoneal dialysis (not further specified). The peritonitis was further described as manifested by ¿cloudy drain fluid in hospital, urology department, for 3 days¿ (dates unspecified). Six days after the date of peritonitis onset, the patient began treatment for the event with levofloxacin injection (0.6 grams, once a day, intravenously [IV]). Two days later, the treatment with levofloxacin injection was discontinued. On the same day, the patient was treated for the peritonitis with ¿pp raschig lin shu¿ the booster injection (2 grams, twice a day, IV). One day later, the treatment with ¿pp raschig lin shu¿ the booster injection was discontinued. The following day, the patient began treatment for the peritonitis with moxifloxacin hydrochloride tablets (0.4 grams, once in a day, orally). On the same day, the peritonitis was resolved, the patient was recovered from the event and was discharged from the hospital. At the time of this report, the treatment with moxifloxacin hydrochloride tablets was ongoing. Should additional relevant information become available, a supplemental report will be submitted.